Event description:
The implantable neurostimulator battery was not charging and was suspected to be in an overdischarged state. The device would not respond to telemetry attempts by the pt or physician programmer, nor the recharger. The pt felt preexisting pain associated with the event. The hcp planned to evaluate the battery. The pt outcome was not provided by the hcp.